Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6) 2006 (day not reported) resulting in fixture loss due to an infection.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.